Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp and experienced malpositioning of the pump and oozing at the access site. Pressure was held on the access site and the patient was administered lidocaine and epinephrine. The pump was successfully repositioned. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. No product was returned for evaluation. Access site bleeding - the cause of the access site bleeding could not be definitively determined as limited clinical details were provided. Positioning issues: the cause of the positioning issues was most likely due to patient movement as pump was found out of position after patient transferred hospitals per clinical details.